Event description:
The doctor was using an externa fixator to hold the alignment of the bone during insertion of an "iskd" intramedullary lengthener. After the lengthener was inserted, two bone screws from the fixator frame were left in situ (1 proximal and 1 distal to the "iskd" lengthener) and were used as handles to rotate the leg for distraction. The dr found it extremely difficult to distract the patient and after many rotations, the distal screw broke inside the femur with no part of the screw protruding from the near cortex. A portion of the screw was left in situ and the doctor will remove it when he removes the implanted lengthener after treatment is complete.